Event description:
It was reported that during a refill procedure on (B)(6) 2013, the programmer showed 7.6ml of reservoir volume but the physician extracted 13.5ml. The drug being used in the pump was morphine and the programming was set to constant flow. There was one previous refill done before on (B)(6) 2013 without any issues noted. On (B)(6) 2013, another refill procedure was performed and the programmer showed 10.5ml of reservoir volume while the pump had 16ml. A catheter analysis was completed and it was determined that there was no kinking or "corner". No pt complications were reported.

Manufacturer narrative:
Device not available for evaluation. The pump remains implanted in the pt . Since the pump was not returned, a device evaluation could not be performed. (B)(4).